Event description:
It was reported that there was particulate matter in the inner pouch of a vascular probe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. It was microscopically examined for particulate matter (pm) and no pm was discovered. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact occurrence date is not known, however it was reported that it occurred in the month of (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.